Event description:
Same case as MFR #2134265-2008-00170. It was reported that 3 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was a de novo lesion, type b2, located in the proximal to mid left anterior descending (lad). It was calcified and 30 mm in length, with a 90% stenosis. The physician predilated the lesion with an unk size/type balloon. A 2.50x20mm taxus express2 drug eluting stent was implanted in the distal side of the lesion, and a 3.00x16mm taxus express2 drug eluting stent was implanted in the distal side of the 2.50x20mm taxus stent, overlapping it. The stents were post dilated with an unk size/type balloon. Post-ivus showed that the minimal lumen diameter was 2.5mm and the stent placements were well positioned and well apposed. Timi grade was 3 and the procedure was completed. There was no gap between the stents, and there were no complications. The pt was on aspirin and clopidogrel. Three days later, the pt experienced chest pain while still in the hospital. St segment elevation was confirmed, and an anterior infarct was observed. Tests confirmed that the blood flow was blocked at the proximal lad, and a thrombosis was diagnosed. The thrombosis was aspirated and the blood flow was improved. The lesion was dilated by a balloon catheter, size/type unk. The physician noted that when he dilated the lesion, there was a comparatively hard thrombus where the stents overlapped, leading him to believe this might be the point where the thrombus first occurred. However, the relationship between the taxus stents and the event is unk. Ivus was performed, and minimum lumen diameter was 2.5mm, with timi grade 3. The procedure was completed. The pt condition is listed as good.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.